Event description:
Patient had a clogged jejunostomy tube (j-tube). The physicians attempted to clear the j-tube with the declogger tool. The j-tube was later removed by the attending physician. After removal, tube was inspected and cut down the middle to identify blockage. Solid substance noted to be blocking the tube, in addition to that was a 2 inch piece of the declogging tool (it had broken off inside the tube).manufacturer response for feeding tube declogger, enteral feeding tube declogger (per site reporter): a call was made to the vendor to report the incident. There is some confusion about the directions on how to use the device. Specific directions are on the outside of the box, general descriptive directions on the device package and conflicting directions on their web site and a video link. The instruction for use did not match the video instructions. I alerted the company quality officer. Verbally told me that technique was important: two turns clockwise and then two counterclockwise (first that I and users had heard of this).he told me the box has a set of directions which he sent to me; I called him back and asked him to resend this information on official bionix letterhead. We do not have the box available on the unit as the device is available as "each".I also asked him to send me the directions that were in place when we first began using the product.packaging of the individual item has vague directions.web site has vague directions but there is a web site video says three turns counter-clockwise (not same directions as on box).conclusion: I believe this issue is the technique as turning the device too many times in one direction if it is embedded in the blockage cause torque and fracture of the device.